Event description:
It was reported that the patient received 15 shocks and went to the emergency room. Interrogation revealed nonphysiologic sensing and high impedance greater than 3000 ohms. The lead was to be replaced. No further patient complications have been reported as a result of this event. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received 15 shocks and went to the emergency room. Interrogation revealed nonphysiologic sensing and high impedance greater than 3000 ohms. The lead was to be replaced. No further patient complications have been reported as a result of this event.